Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 12 to 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.